Manufacturer narrative:
B3: date is unknown, so estimated date was entered. D10: concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Malfunction of the device is acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 700 implantation and to prevent non-functioning device issues. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) implant device was not able to get an erection as rigid as they preferred. The patient wanted a new device, and the physician removed and replaced the entire device through replacement surgery, and there were no patient complications reported.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) implant device was not able to get an erection as rigid as they preferred. The patient wanted a new device, and the physician removed and replaced the entire device through replacement surgery, and there were no patient complications reported.

Manufacturer narrative:
B3: date is unknown, so estimated date was entered. D10: concomitant product UDI for reservoir is (B)(4).